Event description:
A (B)(6) female pt called zoll customer support to report that her monitor wouldn't power up. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (won't power up) was confirmed. Upon investigation high-voltage capacitor c22 was fractured from the defibrillator board. The root cause for the damaged c22 capacitor could not be positively identified, but the damage likely resulted from the monitor impacting a hard surface. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. (B)(4). No adverse event resulted from the damaged c22 capacitor. The pt rec'd a replacement monitor.